Event description:
During surgery, the tibial plate pin got stuck inside the pin extractor. Encore sales rep was present at the surgery and commented that the pin did not look like an encore pin. The surgical tech checked the pin in the guide and it fit, so they proceeded with surgery. When the dr went to remove the pin, it would not release from the extractor. The dr was able to remove all of the pins from the guide.